Manufacturer narrative:
The concerned device "shiden hp" is a rapid-exchange (rx) type semi-compliant pta balloon dilatation catheter compatible to 0.014" guidewire (gw). "Shiden hp" has no approval in the us, however, we will report this case as an incident occurred on a similar device for "crosperio rx" (a rx-type pta balloon dilatation catheter, compatible to 0.014" gw) that is distributed in the us under 510(k) # k152887. 1.results of investigation 1)the device was not returned. 2)the device history records(DHR-batch record)of the concerned device was reviewed and no nonconformity or abnormality in the manufacturing processes was found. 2.probable cause and comments: the patient's condition was determined to be a serious health hazard due to the breakage of the "shiden hp 2.5-40mm" and the surgical procedure performed to remove a portion of the product left behind. The incident was judged to be caused by the lesion and the user due to excessive pulling after the balloon rupture stuck in the lesion, and there were no manufacturing or design problems.

Event description:
A patient with a below-knee artery lesion had a balloon rupture after inflation through a "shiden hp 2.5-40 mm" and was stuck in the lesion and pulled forcibly, resulting in a ruptured shaft that was unrecoverable. Subsequently, surgical retrieval was attempted, but the tip remained. The patient is currently under observation as blood flow itself is maintained.